Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting over-sensing noise and low pacing impedance. On (B)(6) 2023 the rv lead was capped, and new rv lead was implanted. The patient was in stable condition.